Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had return of symptoms this morning. When caller went to charge ins it was confirmed ins was empty. Ins was depleted. It was reviewed how to turn ins back on once the ins was charged. Additional information received from the healthcare provider (hcp) reported the patient had to be hospitalized because no one at the assisted living was able to assist them with charging the implant and turning it back on.